Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
(B)(4).